Event description:
The patient's mother contacted animas alleging elevated blood glucose (bg) readings while on the pump. The patient's mother reported a high bg of 520 mg/dl with symptoms of nausea and ketones. The site was changed and the patient given a correction bolus via syringe in response to high bg. The reporter confirmed the patient's bg did resolve prior to bedtime; however, his bg went back up over night. At the time of the call, the reporter stated the patient had a bg of 350 mg/dl. At the time of troubleshooting, it was noted there were no associated alarms in history. Total daily delivery was adding up correctly. The reporter denied any issues with tubing, cartridge or site. The patient's mother confirmed there were no visible bubbles or leaking of insulin. The reporter also denied any bent cannulas. At the time of pump review, animas customer support advised the reporter no mechanical issues found with the pump. Although no known pump malfunction was found, this complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.